Event description:
It was reported a balloon ruptured at approx six atmospheres during a superficial femoral artery angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in a calcified lesion which the co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."